Event description:
It was reported "difficulties with removing the stylet during use of the bd io drill system in live patients. Ultimately, the io site was able to be used for medication administration."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "difficulties with removing the stylet during use of the bd io drill system in live patients. Ultimately, the io site was able to be used for medication administration."